Event description:
It was reported that the patient was admitted into the intensive care unit with symptoms of overdose, altered mental status and headache. An overinfusion was suspected by the pain management physician who attended to the patient while in the hospital. The pump was interrogated and did not reveal any events. The patient status was reported as ¿alive ¿ with injury¿. The device system was used to deliver morphine. It was later reported that the concentration was 10mg/ml. The managing physician emptied the pump reservoir on (B)(6) 2014 and compared it with the reservoir volume. He stated that there was a difference of approximately 2ml. He stated that he was going to evaluate the patient again at her refill day. He also stated that the patient was on oral baclofen which may have been the primary cause of her respiratory problems and the reason that she admitted into the hospital. The patient was reportedly doing well. It was later reported that the pump was used to deliver morphine 10mg/ml at a daily rate of 2.2mg. The patient over took baclofen at time of event and also (illegible word). The physician did not yet believe it was oral medication related. The pump was ¿tapped¿, it was off by 1ml. Per the physician, they will monitor closer.

Manufacturer narrative:
Concomitant products: product ID 8709, serial # (B)(4), implanted: (B)(6) 2004, product type catheter. (B)(4).